Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations noted the inner coil was stretched/ damaged at the distal region consistent with procedural damage. Unable to perform the guidewire insertion test due to the damaged inner coil. The cause of the reported event was due to the damaged inner coil consistent with procedural damage.